Event description:
It was observed that during the device evaluation, the subject device exhibited generator board is faulty, the control board is faulty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following malfunctions were identified during the device evaluation: generator board is faulty; the control board is faulty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A definitive root cause of the reported failure could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.